Event description:
A blood leak occurred immediately after the start of treatment. The leak occurred at the initial use. The blood contained in the dialyzer was not returned to the pt, but was discarded and about 100cc blood was lost. The pt is well.